Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that electrogram (egm) review was requested for this pacemaker due to p-wave undersensing and inappropriate atrial pacing. In addition, sensor driven pacing was observed due to long a-v and short v-a intervals. Technical services (ts) reviewed troubleshooting options. This pacemaker remains in service. No adverse patient effects were reported.